Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported issue was not confirmed. During investigation no material, design or manufacturing related issues were found. Inspection of the device shows intense traces of use. The returned item shows signs of damage at the tip. The edges of the hexagon are worn and the walls are bulged inwards; possibly by levering the instrument. As the screwdriver had been in use for a longer time (manufactured in 2003) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The device has reached the end of its useful service life after a high number of uses. Based on the above observations and due to sparse information given a more precise statement is not possible and an exact root cause could not be determined. No non-conformity identified.

Event description:
It is reported by the sales rep of stryker (B)(4), that the top broke (tip of the screwdriver).

Event description:
It is reported by the sales rep of stryker duisburg, that the top broke (tip of the screwdriver).